Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ staphsr kit (ref. (B)(4)) lot 4325855 was performed by the review of the manufacturing records, retain material testing, review of customer¿s data and verification of complaints history. The review of quality control records of bd max¿ staphsr lot 4325855 revealed no anomalies that could explain the customer¿s discrepant results. Customer complained about discrepant results for the mrej target, which had the sccmec cassette detected by another verification method (genexpert®). The retain material of bd max¿ staphsr from lot 4325855 was tested and the results were as expected. Customer provided database from bd max¿ instrument ct0171 for investigation, and no run was identified by the customer, which limited the investigation. Databases analysis revealed variations in rate of negative results for the mrej target (fam channel) in time with no apparent link with lots, instrument lane or deck. As mentioned in the package insert, the bd max¿ staphsr assay is designed to detect mrej genotypes I, ii, iii, IV, v, vi, vii, ix, xiii, xiv, and xxi which represent most of mrsa strains harboring meca and mecc genes (belonging to different sccmec/mrej types) accounting for more than 98% of worldwide strains tested by bd to date. The investigation suggests that the customer strain may correspond to a mrej type undetected by the bd max¿ staphsr assay. Without analysis of the customer strain, bd was unable to confirm the customer issue. Moreover, it must be noted that sccmec and mrej typing are different typing methods, without any link between them. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ staphsr assay from lot 4325855. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.

Event description:
Report 3 of 3: it was reported that during use of bd max¿ staphsr, a mrej false negative result was obtained. Mrej was detected in genexpert. There was no report of patient impact.

Manufacturer narrative:
Common device name: system, nucleic acid amplification test, dna, methicillin resistant staphylococcus aureus, direct specimen. D.2. Additional medical device type: nqx a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported that during use of bd max¿ staphsr, a mrej false negative result was obtained. Mrej was detected in genexpert. There was no report of patient impact.